Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up, the right atrial lead exhibited noise. The physician decided no intervention and the patient would be monitored closely. No patient symptoms reported.

Event description:
Additional information was received that the right atrial lead noise was due to lead damage. The lead was explanted and replaced. Additional information was requested but not received.